Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she had revision surgery yesterday because her ins flipped and that she started to feel the ins flipping probably 5 days after the ins surgery. Patient further stated that this morning( day of the call), she noticed that it "feels firm under the bandage" and isn't sure if this is swelling or if the ins flipped again. Patient was redirected to their healthcare professional for further discussion. No further complications were reported or anticipated.